Event description:
It was reported that a female patient underwent revision breast augmentation with a 325cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation, and replacement with catalog number 3503251bc; serial number (B)(4) on one side, and with catalog number 3503251bc; serial number (B)(4) on the other side on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: right deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, the following information has been updated on this form: - field d1 for brand name has been updated to "mentor smooth round moderate profile" - field d4 for catalog number has been updated to "3501650" - field d4 for lot number has been updated to "6586406" - field d4 for unique identifier( UDI) has been updated to "(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 15, 2022, device evaluation was completed for both devices returned with the same lot number. Both were analyzed and found not damaged as stated below: mentor conducted a visual inspection and leak testing of the returned devices. Visual analysis of the returned samples revealed that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implants. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implants were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the devices that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).